Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The forceps elevator does not move up at all. A transparent thread was caught and removed during the incoming inspection phase to make the forceps raiser functional again. Furthermore, no residual material was found around the forceps elevator throughout the visual check. The glue around the cd and light guide lenses was porous. The coil pipe plate was deformed. The play in the angulation was out of specification (the angles wires in coil pipe were stretched). The up/down knob was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the forceps elevator on the evis exera iii duodenovideoscope was broken and did not move. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material caught between the control body (lens side) and the forceps elevator due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction the forceps elevator had foreign material caught between the control body (lens side) and the forceps elevator due to insufficient or incorrect reprocessing noted at estimation.

Event description:
The customer reported to olympus, the forceps elevator wire on the evis exera iii duodenovideoscope was broken and did not move during preparation for use in an unknown therapeutic procedure. The procedure was delayed forty-five (45) minutes to switch out the device. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material caught between the control body (lens side) and the forceps elevator due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction the forceps elevator had foreign material caught between the control body (lens side) and the forceps elevator due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing of the elevator and its surrounding became insufficient, which made foreign material remain at and around the elevator. It is also likely the bristle of cleaning brush was caught between the elevator and c-body the event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about infection risk caused by insufficient reprocessing as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.